Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. While advancing a 10mm x 3.00mm wolverine coronary cutting balloon to the target lesion, the shaft broke sometime between the hemostasis valve and the stenosed lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was reported to be fine following the procedure. It was later reported that the reason why the shaft broke was due to the resistance encountered while advancing the device. The detached portion of the shaft was removed with the guide together. No patient complications were reported in relation to this event.

Event description:
0it was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. While advancing a 10mm x 3.00mm wolverine coronary cutting balloon to the target lesion, the shaft broke sometime between the hemostasis valve and the stenosed lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was reported to be fine following the procedure. It was later reported that the reason why the shaft broke was due to the resistance encountered while advancing the device. The detached portion of the shaft was removed with the guide together. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a 10mm x 3.00mm wolverine device was received for analysis. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination found a complete break of the hypotube located approximately 590mm distal of the strain relief. Multiple severe kinks to the hypotube were also identified. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination found no damage or issues with the blades of the device. All blades and blade pads were undamaged and fully bonded to the balloon material. A visual examination identified that the balloon was not subjected to positive pressure. No issues were identified with the balloon material that could potentially have contributed to the complaint incident. A visual examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. While advancing a 10mm x 3.00mm wolverine coronary cutting balloon to the target lesion, the shaft broke sometime between the hemostasis valve and the stenosed lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was reported to be fine following the procedure.